Event description:
Vitamin b12 medication was not able to pass through one of the 25x1 (0.5mmx25mm) needle. There was resistance when attempts were made to push the medication through the needle. The needle was changed, and the patient was able to receive the medication.